Manufacturer narrative:
The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. Model- 72404014 lot/sn- (B)(4) mfg. Date- 04/17/2017 exp. Date- 04/04/2022

Event description:
It was reported that the patient received a pump replacement of an ams 700 inflatable penile prosthesis(ipp) due to pain at the site of the pump implantation. Another pump was used to complete the procedure. No patient complications were reported due to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.

Manufacturer narrative:
Model- 72404014, lot/sn- 0169861002, mfg. Date- 04/17/2017, exp. Date- 04/04/2022.

Event description:
It was reported that the patient received a pump replacement of an ams 700 inflatable penile prosthesis(ipp) due to pain at the site of the pump implantation. Another pump was used to complete the procedure. No patient complications were reported due to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.